Event description:
It was reported that patient underwent hip procedure on unknown date. As the surgeon was completing final trialing for neck length of the stem, the femoral head trial became dislodged and migrated to behind the psoas muscle. During attempted retrieval, the trial head fell over the brim of the pelvis. The surgeon attempted to retrieve the trial head multiple times, but was unsuccessful. The trial liner was retained by the patient and there was a significant delay to the procedure as the surgeon attempted to locate and remove the trial head.

Manufacturer narrative:
The lot number information needed to review device history records was unavailable. Date of event - date of event is unknown. (B)(4).